Manufacturer narrative:
B5 section.

Event description:
Additional information was received that the product spilled directly onto healthcare professional's hands. The gloves were removed and hands were washed with water and soap twice. A spill kit was not used since there was no product on the ground. The product only came into contact with the healthcare provider. There was some product loss (not quantifiable) therefore the chemotherapy dose was not administered in full.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a chemolock¿ w/mini bag spike that the customer reported upon connecting the chemotherapy device to the infusion line, while checking that the device was well connected to the tubing (as it was not drawing the product), the chemolock detached from the bag. Chemotherapy spilled on healthcare provider's hands. The event occurred during patient use; and the exposure to the nurse to the chemotherapy product, however, there was a delay in therapy, however, there was no injury, death, bleeding or medical intervention reported as a consequence of this event.

Manufacturer narrative:
One used. List #011-cl-17, chemolock¿ w/mini bag spike; lot #unknown and one used list #unknown, fresenius freeflex nacl 0,9% chlorure de sodium fresenius dacarbazine 100 ml intravenous bag; lot #13qcs081 were received for evaluation. The complaint of falling out could not be confirmed or replicated on the returned sample there were no damage or anomalies noted. The returned 011-cl-17 was leak tested per product specification. There were no leaks or disconnection noted during testing. The 011-cl-17 was attached to IV bag provided by ICU medical and primed. There were no disconnections noted during testing. The 011-cl-17 was measured per product design and were within specification. A device history review could not be conducted because no lot number(s) were identified.